Event description:
Additional information received from the customer confirmed that the fragment was reportedly removed by suction, as it was no longer visible during the procedure. The customer also clarified that the patient was being treated for a lung infection, and there were no signs of a new onset infection following the bronchoscopy. The patient remained in the intensive care unit on a tracheostomy and left ventricular assist device (day 25). The customer further clarified that the patient's intensive care unit stay was not related to any olympus device malfunction. The patient died on (B)(6) 2026 due to heart failure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, device evaluation and the results of the final investigation. Updated fields: d8, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. There were no chips or detached components identified through inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a piece of plastic was observed in the patient¿s bronchi during a bronchoscopy procedure. The plastic piece was suspected to have come loose from the bronchoscope. Patient infection and positive culture were reported, with no further information provided. Follow up with the customer yielded no response at this time. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.